Event description:
A radial jaw was used for a diagnostic bronchoscopy. During the procedure a pull wire broke. It should be noted that the patient had a puncture in one of the lungs, however, it cannot be determined whether this was caused by the defective device. The patient had a chest tube inserted to re-expand the lungs. Patient was in the hospital for a total of two days and then discharged. The patient is reported to be doing fine.